Event description:
It was reported that the patient experienced inadequate pain relief due to spinal cord stimulator (scs) lead migration, which was confirmed through x-ray. The patient underwent a procedure wherein the clik anchor was replaced, and the leads were repositioned. The patient was doing well postoperatively. The scs leads remain implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial/batch: (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 32930661.